Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 150 mg/dl with the professional meter and 310 mg/dl with the accu-chek guide meter. On (B)(6) 2021, the patient went to the hospital. She had symptoms such as weakness and dizziness. In the hospital, she was given insulin and monitored. After the result of 150 mg/dl, she was discharged on the same day.